Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: one open pen needle sample was returned from an unknown material and lot number. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. No review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. Samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported an unspecified bd¿ pen needle had a broken cannula. The following information was provided by the initial reporter: "rear cannula end is broken".